Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reports the safety clamp did not engage when removing the tubing from the device, causing unintended flow in the ICU. The issue was replicated after the event, stating the white part of the safety clamp was pulled forward partially, but not enough to stop the fluid bolus. The roller clamp should be used as primary free flow prevention, however it was not engaged at the time of the event .

Manufacturer narrative:
The customer¿s experience with the safety clamp not engaging when removing the tubing from the device was not confirmed. A review of the pcu event log recorded 12 flo_stop_open alarms on the pump module between (B)(6) 2015 and (B)(6) 2015. There were no flo_stop_open alarms exhibited on the date of the reported event. Functional testing was performed, a test infusion with the pump module loaded with the returned administration set completed without any flow stop open alarms or anomalies. Further testing of the door latch was performed to observe the functioning of the flow stop slide. No issues or anomalies were observed during this test. The proximate cause of the safety clamp not engaging when the door is open is believed to be related to the centered position of the sear pivot point design.